Event description:
It was reported that during a right colon on venous and arterial vessel procedure, some of the clips malformed in a drop-shape, leaving the vessel open. Other clips crossed when they closed. There was no pt consequence.